Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited far field oversensing during atrial tachy response (atr) episodes. Additionally, it was noted that this patient experienced an atrial arrhythmia burden of at least one hour in a 24-hour period. No adverse patient effects were reported. This device remains in service.